Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance of greater than 3,000 ohms. Additionally, the lead would no longer pace. A lead revision procedure was scheduled. During the procedure the lead was tested on the pacing system analyzer (psa) and the out-of-range impedance was reproduced. The lead to header connections were checked and appeared to be secure. The rv lead was examined using fluoroscopy and a subclavian lead fracture was identified. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.